Event description:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced intermittencies and no connection to the internal device. It was also reported that the patient has zigzag impedance pattern and a power supply drop. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.